Event description:
The complainant reported that following insertion of a 23 french introducer during impella rp implant, it was discovered that a piece of the tip of the introducer had broken off outside of the patient. The dilator was removed and a new introducer was placed without issue. Roughly five hours after the pump was implanted, the patient arrived in the intensive care unit. At that point in time, suction issues began and the p level dropped. An x-ray confirmed that the pump had backed out of the right ventricle and was no longer supporting the patient. The pump was explanted bedside and discussions were made about alternate forms of support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the positioning issue and introducer damage has been completed. The pump was not returned for investigation. A data log review was not required. As per the clinical details, the dilator was found broken on the tip side. The dilator was changed from a new impella rp kit, and the doctor successfully placed the impella rp. The pump was found in the right ventricle after the initial placement. The doctor pulled the pump back into the inferior vena cava and then safely removed it. The cause of the introducer damage issue was not determined since the product was not returned and sufficient clinical information was not provided. The cause of the positioning issue was most likely use related, based on given clinical details.